Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was 37 mg/dl with difficulty speaking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache. It was reported the patient was treated by emergency medical services with intravenous fluids and food and drink. The reporter noted the patient remained on pump therapy and the pump¿s basal settings were recently changed by a healthcare professional. During troubleshooting, it was reported that the pump¿s basal history did not match the programmed basal rates and the bolus history recorded shows non-programmed boluses on (B)(6) 2016 at 19:46 for 6.95 units; 19:53 for 8.3 of 11.3 units programmed; at 19:53 for 11.55 units. This complaint is being reported because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the bolus history showed the following boluses were manually programmed and delivered on (B)(6) 2016: a 6.3u bolus at 11:42, a 6.95u bolus at 19:46, a 11.55u bolus at 19:53 & a 8.28u partial bolus due to user aborted pump warning. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and total daily dose showed 48.0u. There were no unprogrammed boluses delivered or recorded in the pump history during that time. A 10u normal bolus and a 10u audio bolus were manually performed and both were successfully and accurately recorded in the pump history. There was no hypersensitivity to the keys observed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.